Manufacturer narrative:
Device received with blank display. Unable to verify unexpected button error alarm and unexpected time/clock alarm due to due to moisture damage at electronic assembly, motor assembly per visual inspection and moisture damage on the keypad. Unable to perform the displacement and self test due to blank display. Device received with corroded battery tube, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and cracked case from display window corner. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm. The customer stated the time did not display on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.